Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation. Summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a reload inserted into a tissue cavity, featuring a black cartridge that could not be further identified due to poor image quality. The reload appeared unfired, and several sutures were present on the tissue. No staple lines or tissue discoloration indicative of a staple line air leak test were observed in the image. It was reported that there was postoperative alveolar air leakage. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Single-port-plus-one thoracoscopic lobectomy for infants with congenital pulmonary airway malformation: initial experience. / xiaofeng yang, chi sun, hui zhou, yue wang, wenbo wang, meng li, and suolin li / journal of laparoendoscopic & advanced surgical techniques, volume 35, number 7, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a retrospective study of 35 pediatric patients with congenital pulmonary airway malformation (cpam) undergoing single-port-plus-one thoracoscopic lobectomy between 2017 and 2023 demonstrated that the procedure was successfully completed in all cases using endoscopic instruments, including endo gia for sealing and cutting the bronchus. Only one patient experienced postoperative alveolar air leakage, which was managed conservatively with prolonged chest tube placement, resulting in extended hospitalization but eventual recovery without reoperation. No other complications such as bleeding, bronchopleural fistula, pulmonary infection, or chylothorax were reported. Overall, the study concluded that the use of endo gia in thoracoscopic lobectomy for infants with cpam is safe, feasible, and effective, supporting satisfactory perioperative outcomes with minimized chest wall trauma and good recovery profiles.